Manufacturer narrative:
Additional information : the device was manufactured november 01, 2018 to november 02, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system non-dehp continu-flo solution set broke leading to a leak. It was further reported that the operator tried to adjust the set, it broke inside the catheter. This was noted during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.